Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This report with patient identifier (B)(6) is related to (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 33 mg/dl (lot 497633 or 497688) and 155 mg/dl as lab result.